Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank this complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: review of the pump¿s alarm history revealed multiple cs 052 alarms recorded on (B)(6) 2017. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The pump was opened for further investigation; investigation revealed a slave processor failed which caused the blank display. Investigation duplicated the complaint.